Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks. It was reported that the patient¿s heart rate was around 110 beats per minute (bpm) and wide complex. Boston scientific technical services (ts) reviewed data and noted that device had some unusual programming as the lowest tachy zone was at 100bpm with therapy of anti-tachycardia pacing (atp) and up to five shocks available. In addition, there were two treated episodes in the ventricular tachycardia (vt) zone which both ended up exhausting therapy. The episodes looked one is to one with atrial (a) to ventricular (v) but could not be sure it was not v to a. Further, ts considered programming changes as this programming did not seem ideal for the patient. An attempt to obtain additional information from the field was unsuccessful. This crt-d remains in service. No adverse patient effects were reported.